Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned for evaluation. The clinical data file from the event was returned and evaluated. Review of the data file determined that the first shock was delivered and the patient's rhythm converted. The second analysis resulted in no shock advised. The third analysis resulted in a shock, as the analysis of the rhythm itself resulted in a shockable determination because of the morphology of the presenting rhythm. Specifically, the high amplitude t-waves caused the device to register them as r-waves, increasing the recorded heart rate and bringing it over the vf/vt rate. The analysis algorithm determined the waveform to be a tachycardic rhythm with a rate greater than 160 bpm and therefore shockable as per the device configuration. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. No trend is associated with reports of this type.